Event description:
The customer reported the observation of an increased 'positive' rate of trisomy 21, trisomy 18 and neural tube defects when moving to hcg lot 485 on an immulite 2000 xpi instrument. There are no allegations that discordant patient results were obtained using hcg lot 485 and there are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
An outside the united states customer contacted a siemens regional support center to report the observation of an increase in the positive rate of trisomy 21, trisomy 18 and neural tube defects after moving to hcg lot 485 on an immulite 2000 xpi instrument. The limitations section for the immulite 2000 hcg instructions for use states "for diagnostic purposes, the results obtained from this assay should always be used in conjunction with the clinical examination, patient medical history, and other findings". Note: per the 'hcg trisomy 21 application sheet', 'this assay has not been FDA approved for the down syndrome (trisomy 21) or for the edwards syndrome (trisomy 18) risk assessment in the united states. Siemens is investigating.